Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(6). The fse replaced the mixer gripper assemblies to resolve the reported issue, then verified instrument performance with a passing system check.

Event description:
The customer reported that a system check failed on a unicel dxi 800 access immunoassay system, with high washed % coefficient variation (cv). The customer performed a system check after observing an increase in positive blood virus test results, which upon repeat on an alternate unicel dxi 800 access immunoassay system, yielded negative results. The customer indicated that the results were not reported out of the laboratory and there was no change to patient treatment in connection with the event. It is unknown which blood virus assays generated false positive results. Beckman coulter made multiple attempts to gather additional information regarding the event and to date, has not received any. A field service engineer (fse) was dispatched to the facility to evaluate the instrument.